Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The same day as diagnosis, the patient was treated with intraperitoneal (ip) ceftadime 1.5 mg daily. Four days later, oral ciprofloxacin 250 mg twice/day was started. Both antibiotics were reported as ongoing. The cause of the peritonitis was a break in aseptic technique. It was not reported if the patient was hospitalized for the event. The same day as diagnosis, the patient was retrained in aseptic technique. It was reported that seven days after the peritonitis diagnosis the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was further described as hole in the pd catheter which was a break in the sterile pathway. The patient was not hospitalized for the event of peritonitis. The patient was treated with ceftazidime 1500 mg ip daily to dwell for 8-12 hours (total course of 21 days). Four days later, the patient was treated with cipro 250 mg (250 mg, twice daily, orally, total course of 21 days) for the event of peritonitis. Approximately two weeks later, treatment with ceftazidime was discontinued. Four days later, treatment with cipro was discontinued and the patient recovered from the peritonitis. Upon further review, the cause of the peritonitis was determined to be due to a hole in a non-baxter pd catheter. Therefore, baxter pd disposables are no longer suspect products for this event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.